Manufacturer narrative:
[(B)(4)].

Event description:
It was reported in an article that high impedance was detected on the patient's device and the patient experienced an increase in seizure frequency and severity. As a result, the patient underwent surgery approximately 8 months after implant. It was determined that lead pin re-insertion resolved the high impedance. MFR report # 1644487-2019-00466 captures the cases of high impedance due to lead failure that was also reported in the article. No further relevant information has been received to date.